Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported wife had aviva result of 4.7 mmol/l at 12:26 pm, wife felt unwell. She ate a biscuit with jam and drank a glass of syrup. At 01:12 pm result was 20.8 mmol/l, retest result within 10 minutes was 8.2 mmol/l. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.